Event description:
It was reported that the device firmware had radiofrequency telemetry issue. Device image had not been obtained. The clinic did not do a firmware download and the device was not upgraded. The patient had an inductive monitor and sent transmission successfully. Transmission will be reviewed every month to review battery status. Patient was aware of the vibratory alert. Patient was fine and will continue to be followed in clinic.